Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device leaked fluid during a procedure. Further information regarding patient involvement, adverse consequences, surgical delay and medical intervention has been requested but was not received.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. Further information regarding patient involvement, adverse consequences, surgical delay and medical intervention has been requested but was not received.

Event description:
The user facility reported that the device overheated during a procedure. Further information regarding patient involvement, adverse consequences, surgical delay and medical intervention has been requested.